Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged that the device was running hot. There is no allegation of serious or permanent harm or injury. The patient noted that he uses oxygen and that a one-way valve was not in place in the patient circuit. The device was plugged into a power strip. The patient also noted that the patient or a household member was a smoker. The patient's device was returned to the manufacturer and was shipped to a third- party service center for evaluation. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. An error was identified (e-130) - reboot error found in the circuit board during evaluation and was corrected. The device operating software was upgraded. The device passed a final test.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.